Event description:
A malfunction was reported by a customer regarding their device, with an error code indication. There was no reported adverse impact on the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.